Manufacturer narrative:
Device returned for evaluation. There was a detachment on the transition shaft. A kink was noted on the hypotube. The detached distal section was loaded on a 0.014inch guidewire. Bunching and kinked was noted to the detached distal section. The transition shaft material and exchange joint were stretched. The distal shaft was removed from the guidewire with resistance noted. The material at the detachment site was stretched and uneven. No other damage was noted to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
One sprinter legend rx balloon catheter was attempted to be used to treat a 75% calcified, non tortuous lesion in the proximal circumflex. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. It was difficult to remove the protective sheath, there was no difficulty removing the packaging stylette. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The traverse guidewire was 300cm. The guidewire was used successfully with other devices prior to the difficulty occurring. The guidewire was front loaded through the wire entry port. There were no difficulties noted when loading the device onto the guidewire. It was reported that there was poor guide wire movement during the procedure. It was attempted to re-position the wire and bring it back to the balloon. It was stated that the traverse wire got stuck in the balloon. The wire and the balloon were then removed as one unit. It was indicated that the sprinter legend device looked damaged due to the attempts to remove the wire. No patient injury reported.